Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify failed battery test alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that she received a battery failed alert and replace battery alert and when she change it gives her a blank screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.